Event description:
Two weeks post-implant they were unable to access the port. The catheter had detached from the vital-port and the tip of the catheter was in the right ventricle. Pt was transferred to another hospital where the catheter segment was successfully removed.